Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was received for analysis. The portion of the lead that was returned was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate therapies. Device interrogation revealed the first inappropriate therapy was due to atrial fibrillation with rapid ventricular response and inappropriate supraventricular tachycardia discrimination. The rest of the inappropriate shocks were a result of lead noise. Lead noise cold not be reproduced. The patient had experienced phrenic nerve stimulation while laying on their left side. The right ventricular lead was capped and replaced during left ventricular lead repositioning. The patient condition was stable before, during, and after the procedure. The patient continue to be monitored.

Manufacturer narrative:
A complete lead was returned in two pieces for analysis. Final analysis found externalized conductors due to internal insulation abrasion were noted at 7.3-13.1 cm from the distal tip. Internal insulation abrasions were noted at 7.4-7.7 cm, 13.6-14.1 cm, and 15.7-16.1 cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.6-6.7 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.4 cm from the distal tip. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate therapies. Device interrogation revealed the first inappropriate therapy was due to atrial fibrillation with rapid ventricular response and inappropriate supraventricular tachycardia discrimination. The rest of the inappropriate shocks were a result of lead noise. Lead noise could not be reproduced. The right ventricular lead was capped and replaced during left ventricular lead repositioning. The device was explanted and replaced alongside the lead replacement. The patient condition was stable before, during, and after the procedure and will continue to be monitored.